Event description:
It was reported that on the day of this report the healthcare professional was putting in a trial lead. It was noted that the patient had not felt anything even after turning it up to 10.5v. Manufacturing representative tried to program a different part of the lead and still the patient had felt nothing. The lead was moved from 8-15 to the 0-7 side and it would not work on that side either. A new lead was used and it worked well.

Manufacturer narrative:
Concomitant products: product ID 3874, lot # vac124, product type screening device. (B)(4).